Manufacturer narrative:
St. Jude medical could not evaluate the avpii involved in this incident since the device remains in the patient. The device manufacturing records could not be reviewed since the lot number was not provided to st. Jude medical.

Event description:
The 12mm amplatzer vascular plug ii (avpii) was placed in a large bore venous collateral. The patient complained of chest pain and went to urgent care. An x-ray was performed and discovered the avpii in the distal right descending pulmonary artery. An attempt to snare the avpii was unsuccessful and the avpii remains implanted. Surgery was consulted but the patient refused to attempt a surgical retrieval.